Event description:
It was reported that during an unknown procedure, when the device was plugged into the generator, it did not work. The device test did not work. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95x5k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade scratched and cracked. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.